Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the heavily calcified proximal circumflex artery. After an unspecified guide wire crossed the lesion, the 4.00mm x 32mm promus premier stent was advanced for direct stenting. After multiple attempts to pass the stent it started to strip off the balloon as the guide got caught underneath the stent and compressed the stent on the balloon, moving it a few millimeters forward. The stent delivery system balloon was then inflated and deployed the stent in the proximal circumflex artery and into the left main artery. A 4.0mm x 15mm nc quantum apex balloon catheter was advanced for post dilation of the stent. A non bsc extension guide catheter was placed and then a 3.5mm x 16mm promus premier¿ stent was advanced and deployed at 14 atmospheres just distal to the first stent. A 4.0mm x 8mm nc quantum apex balloon catheter was advanced for post dilation. The first inflation was performed at 16 atmospheres while the second inflation was at 18 atmospheres. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).